Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event, as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call, the insulin pump had alarmed motor error during rewind. The alarm history on the device was noted and some motor error alarms were noted. The customer's blood glucose was normal; no numerical value was given and didn't require any treatment. Customer is not returning the device for analysis at this time.